Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device detected atrial fibrillation, which was considered inappropriate and it should not have been treated. Additional information from the clinic disclosed that the patient did not receive any shocks. No reprogramming was performed, but the patient needed rate control with medication changes. The device remains in use. It was also reported that a review of episodes noted the right atrial (ra) lead with suspected far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).